Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-1216. Serial number: (B)(6). Batch/lot number: 597754. Model/catalog description: wavewriter alpha 16 ipg kit. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was feeling stimulation on the right side of the neck when target stimulation should be on the left side. It was also noted that the paddle lead was broken. Program optimization was attempted and was not successful. The patient underwent a spinal cord stimulator (scs) system replacement procedure and was doing well postoperatively. The explanted device components were discarded by the medical facility.